Event description:
It was reported that the balloon length was shorter than expected. A 1.5mm x 40mm x 150cm coyote balloon catheter was selected for use. During the procedure, the balloon length was too short to be inflated across the long anterior tibial artery lesion. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the coyote device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues. Functional testing was completed by using an inflations device filled with water to inflate and hold water at nominal pressure. The balloon held pressure and was deflated with no issues. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that the balloon length was shorter than expected. A 1.5mm x 40mm x 150cm coyote balloon catheter was selected for use. During the procedure, the balloon length was too short to be inflated across the long anterior tibial artery lesion. The procedure was completed with this device. There were no patient complications as a result of this event.